Manufacturer narrative:
In the previously submitted report box g 510k number and box h device evaluated by mfg was incorrect. All mandatory sections are updated or corrected in this report.

Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed damaged foam, cannot be disassembled from the chassis. Additionally, the service technician noted error code e053 (err_comp_log_sem_timeout) present. The device will be scrapped as per customer request.